Event description:
No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed by the limited information received from the customer. However, it is known this device lot was recalled in action z-1103-2017. DHR was reviewed and no discrepancies were found. Root cause is design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Concomitant medical products: comprehensive reverse shoulder glenoid baseplate - cat. No. 115330, lot no. 436670. Comprehensive reverse shoulder stem cat. No. 11-113560; lot no. 920080. Comprehensive reverse shoulder poly cat. No. Xl-115365, lot no. 125310. Comprehensive reverse shoulder glenosphere cat. No. 115310, lot no. 716940. Crs screw ¿ cat. No. 115366, lot no. 551540. Crs fixed screw ¿ cat. No. 180500, lot unknown and lot no. 029290. Fixed locking screw ¿ cat. No. 180602, lot no. 029240. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Patient¿s legal counsel reported patient underwent reverse total shoulder arthroplasty. Subsequently, patient underwent a revision procedure due to humeral tray fracture approximately six (6) years post-implantation. No further information is available at this time.